Event description:
Patient was on ECMO (extracorporeal membrane oxygenation ), going to the or from ICU to have the circuit changed out. Oxygenator disconnected, unable to reseal - hand held during transport due to patient instability. Immediately changed to new circuit upon reaching the or. During transport blood leaking on healthcare personnel and patient as well as patient hemodynamically compromised. Maquet had released a bulletin describing this possibility in june 2012 and how to verify the connection prior to use. All verifications done correctly but disconnect still happened.